Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 469, 475, 444, 378 and 408 mg/dl. The customer¿s expected am fasting blood glucose test result is below 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated he was getting high numbers from another meter (not thi product) and went to the fire station on (B)(6) 2024 prior to getting the true metrix meter on (B)(6) 2024; customer stated the results were significantly lower. Customer stated he was going to go the fire station again to have his blood glucose tested. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/14/2025 and open vial date is 10/05/2024. The meter memory was reviewed for previous test result history: result 1: 469 mg/dl, date: on (B)(6) 2024, time: 4:27pm fasting, result 2: 475 mg/dl, date: on (B)(6) 2024, time: 4:26pm fasting, result 3: 444 mg/dl, date: on (B)(6) 2024, time: 5:36am fasting, result 4: 378 mg/dl, date: on (B)(6) 2024, time: 5:34pm fasting, result 5: 408 mg/dl, date: on (B)(6) 2024, time: 5:33pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 - able to establish contact with customer who stated no medical intervention since the last call had been required. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 23-dec-2024: h10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.